Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400mg/dl and diabetic ketoacidosis which was manual injection. Customer¿s blood glucose was 225mg/dl. Customer states that cannula was bent. Customer had blood glucose of 200mg/dl, 300mg/dl. Customer stated that they had bent cannula. Product will not return for analysis.